Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: required second device/procedure to treat perforation. Onset of adverse event: during the procedure. It was reported that the perforation was caused by a non-abbott device. The graftmaster failed to cross the perforation. The perforation was sealed by prolonged balloon inflations. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. A review of the finished product device history record revealed no nonconforming material records associated with this lot and that all samples of this lot met release criteria. There does not appear to be any indication of a product quality deficiency. Based on the reported information and without the product to evaluate, a definitive cause of the failure to advance cannot be determined.